Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasound probe could be determined however, the issue was likely the result of repetitive use stress and or user handling/mishandling. The event may be prevented by following the instructions for use which states: instructions - evis exera ii ultrasound gastrovideoscope - olympus gf type uct180 important information ¿ please read before use warnings and cautions warning do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated and the water tightness was lost due to a scratch on distal end. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: upward/downward angulation control knob could not be locked securely due to wear of forceps elevator; suction cylinder had discoloration; the image had roughness due to damage on charged coupled device unit; due to damage on acoustic lens (damage level; did not reach to the glue-layer), displayed ultrasound image was defective; distal end was shaved and universal cord had buckling. Scratches were found on scope body, objective lens, connecting tube and on the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the ultrasound gastrovideoscope was leaky. There were no reports of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found a gap between acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.